Manufacturer narrative:
Product event summary- a proximal portion was received measuring 19 cm. A distal portion was received measuring 34.5 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead showed high impedance and a possible fracture, elevated short interval counts (sic) and episodes of non-sustained ventricular tachycardia. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant proudct: 4076-52 lead (B)(6) 2011. (B)(4).